Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the resection electrode was received with a triangle shaped hole in its packaging. There were no reports of patient involvement as this occurred at incoming inspection.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the distal end also seems to have a slight bend. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no problem detected - either it was not confirmed that there was a problem with the device, or it was confirmed that there was no problem with the device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from the customer.